Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented in the ER for reasons unrelated to the ICD. Upon x-ray it was revealed that the patient was a twiddler and the rv lead was wrapped around the ICD in the pocket. There was no capture or sensing but no symptoms related to the dislodgement. The lead was extracted and replaced. The patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.